Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited loss of capture (loc). A revision procedure was performed wherein the lead was repositioned. Information was later received indicating the loc was discovered subsequent to a rapid heart rate observed on an external heart monitor. Upon interrogation, it was found that the device had triggered pacemaker mediated tachycardia (pmt) resulting from loss of atrial capture. No adverse patient effects were reported. This system remains in service.